Event description:
The pt was implanted with a left ventricular assist device. Approx 1 year post-implant, during an outpatient diagnostic visit, the pt was noted to have elevated markers of hemolysis, including plasma free hemoglobin. The pt was admitted to the hospital and heparin was administered. After several days of monitoring the pt, cell destruction continued to increase and the decision was made to exchange the pump, leaving the inflow conduit and outflow graft in place. After explant, the pump was disassembled and a clot was reported to have been observed on the inflow bearing.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.